Event description:
Information received by medtronic indicated that back side of the pump was cracked. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis

Manufacturer narrative:
Retainer ring = clear. Customer complained about the unit having a crack on the back on event date of (B)(6) 2021. Unit received with critical pump error. Critical pump error was able to bypass by holding the back and the down arrow buttons and the unit booted up. A pump error 63 alarmed during boot up and was present in the history file on (B)(6) 2021 16:05:01.000 with variable 12. The history download was successful using thus software. Constant pump error 38 alarms during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to pump error 38. Unit passed sleep current measurement, active current measurement and selftest. The unit was cut open with corrosion on the force sensor assembly, corrosion on the motor assembly, corrosion on the lcd assembly, corrosion pcba 1 and corrosion on pcba 2 noted during visual inspection of the electronics. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, missing/fading end cap address label, cracked retainer, cracked reservoir tube lip and scratched case. Unit was confirmed for critical pump error and a pump error 63 alarm due to corrosion on the motor microcontroller circuitry. Constant pump error 38 alarms during rewind due to corrosion on the motor assembly. Unit was confirmed for crack on the back of the unit. (B)(4).

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.